Manufacturer narrative:
Photo received by our quality team for investigation. Through visual inspection, mixed needle is observed inside the packaging. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with cleaning of batch changes and snag points on the equipment. Restructuring the cleaning procedure and installing barriers will be implemented.

Event description:
Additional information received client informs that the package contains needles of two different sizes, as shown in the image regarding the product, cod (B)(4) aguja hipodermica 18gx1-1/2 300017, lot 2301998. Additional information - oct 17, 2023. - what is the quantity of mixed product found? Ans - 1 unit. - date of the event occurred ans - august 24, 2023.

Event description:
It was reported that the pack of bd¿ precisionglide¿ needles contained two different sizes. The following information was provided by the initial reporter, translated from spanish: "client informs that the package contains needles of two different sizes".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.